Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. Blood was also noted on the helix mechanism.

Event description:
It was reported that one day after implant the physician discovered that the atrial lead was dislodged. The physician tried to reposition the lead, but the helix could not be retracted. The physician then extracted the lead. The lead was tested on the table and the helix was able to be retracted after many turns and very suddenly. The physician then decided to implant a new lead. No patient complications were reported as a result of this event.